Event description:
The customer stated that he was taken to the emergency room due to low blood glucose levels. The reported blood glucose reading was 48 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.